Manufacturer narrative:
As of this report, the lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that a low shock impedance measurement was recorded. The patient was brought in for shock lead impedance testing (slit) and normal impedances were observed. No recent shock episodes were observed. Technical services recommended doing a max energy shock test to determine if there is a shorted condition.